Manufacturer narrative:
(B)(6).

Event description:
It was reported that the jaw which was holding the tape completely detached from the jaw of the firstpass, so when the surgeon removed the device from the knee the retrieval piece which was holding the tape stayed inside the joint, we were able to remove it with a grasper without any issues. This made the device unable to be used again.

Manufacturer narrative:
The reported firstpass mini straight device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. As per pictures provided by the customer, the firstpass mini straight device suture capture is disengaged. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿jaw which was holding the tape completely detached from the jaw of the firstpass, so when the surgeon removed the device from the knee the retrieval piece which was holding the tape stayed inside the joint, we were able to remove it with a grasper without any issues.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Tissue thickness. Damage or debris on the device tip between passes.